Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced protruding of the ipg through their skin. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Additional information indicates there were no allegations against the lead. This device is no longer considered reportable.

Event description:
Additional information indicates there were no allegations against the lead.